Event description:
A journal article was reviewed that contained information regarding this device model. Multiple patients, multiple devices, and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: inappropriate therapy and shocks, ventricular fibrillation/tachycardia, and patient death. The article does not indicate that any deaths were device-related. Device status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "prospective comparison of discrimination algorithms to prevent inappropriate ICD therapy: primary results of the rhythm ID going head to head trial." Heart rhythm. March 1 2012;9(3):370-377.